Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having polyphenylene sulfide fusion spinal therapy for l2 vertebral fracture. Levels implanted were t11/l5. It was reported that cement leakage was observed from the gap between the t12 left pedicle screw (ps) and the defective fns tip. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative indicates that the cement has no issues, as no problems were observed when it was used with other screws.